Event description:
It was reported that a product lot 07m27 on the outer box, contained a graft lot 07m27. Graft was not implanted and was returned to the manufacturer. There was no reported patient injury. However, it is suspected that this mislabeling may have prolonged the surgical procedure since physician had to select another graft to complete the procedure.

Manufacturer narrative:
Note: no facility number has been assigned to this report. (10/11/38) the returned complaint device was inspected by our qa/qc manager who confirmed the mislabeling. The review of the device history records indicated that of 3 units was consecutive of also 3 products. It would appear that a product mixing occurred at final packaging. Investigation showed that two products were correctly labeled confirming the product mixing was only limited to two products i.e. (Complaint device). The second product incorrectly labeled as located in the us distributor's stock was immediately recovered and shipped back on march 19, 2008. Investigation also indicated that the product mixing resulting in a product mislabeling was due to a human error during final packaging operation. During an internal quality meeting held on march 20, 2008, final packaging technicians were informed of this incident and were instructed to be more vigilant during their operation and inspection. It should be also noted that a re-organization of primary and final packaging operations will be implemented in april 2008 that will prevent the reoccurrence of such event.